Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and no anomalies were noted. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that based on the available information, a sound line broken as well as scratches on the acoustic lens were confirmed. There is a possibility that the external force was applied to the distal end. It is likely that this event was caused by applying the external force to the distal end. As stated in the instructions for use, as a preventive measure, "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. The scope balloon inflated and deflated during tests with no problems noted. However, a probe unit pink rubber deep cut was observed.

Event description:
A user facility reported to olympus that the balloon was not inflating. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.